Event description:
A hospital in (B)(6) reported that an opt314 optiflow junior nasal cannula broke at the prongs when the cannula was being removed from the patient. This occurred in the first day of use. The hospital confirmed that there was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare (B)(4) for evaluation. The customer had noted that the cannula had broke at the prongs while removing it from the patient's face. Requests were made to the customer concerning the return of the complaint cannula but it has not been provided for inspection. Without the complaint device we are unable to determine the exact nature of the damage to the cannula and are thus unable to comment on what may have occurred. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. Each batch of heat treated tube is also subjected to a tensile test to ensure that the tube remains intact and a load of 10 newtons is exceeded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.